Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure in 2003. The pt was discharged the next day. Six days later, it was reported that the pt presented to the emergency room with a red, swollen groin, a fever and an elevated white blood count. The pt was admitted to the hospital and started on the intravenous antibiotic vancomycin. The following day, an ultrasound was performed which did not reveal a pseudoaneurysm. The following day, the pt was taken to surgery for incision and drainage of an infected hematoma of the right femoral artery and repair of the femoral artery with two sutures. The surgical report stated that an area of necrosis was removed and a penrose drain was placed. The penrose drain was removed on an unspecified day prior to discharge. The pt was discharged home from the hospital 5 days later with a PICC line. It was reported that the pt would require a four week course of intravenous antibiotic therapy with kefzol. The physician stated that the pt is doing "ok" to date.